Event description:
Complainant alleged that during a routine shift check by a clinician, the device had an artifact and wandering baseline with test port attached to mult-function cable while in AED mode. Device displayed "poor pad contact" message and failed to perform 30 joule selftest AED test. Test can be performed in manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.